Manufacturer narrative:
Investigation was unable to replicate the reported issue. The pump was able to maintain communication with the frame during complete endurance testing. There was no noticeable damage to the device.

Event description:
User reported that intermittent connectivity issues causing the pump to stop during the procedure. There was no patient harm; however, unintended pump stops are considered reportable by spectrum medical.